Manufacturer narrative:
Zoll service inspected the thermogard xp ivtm system (sn (B)(6)) at the customer site. The reported complaint that the thermogard console displayed a "coolant low" error message was confirmed during functional testing. The root cause of the reported complaint was the defective coolant level sensor block. The event log review showed no significant discrepancies or error messages. The thermogard system failed the preliminary functional testing as the console displayed a "coolant low" message, confirming the reported complaint. To address the issue, the defective coolant level sensor block was replaced. Following service, the thermogard system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard console with serial number (B)(6).

Event description:
The customer reported that during an ivtm therapy, the thermogard xp ivtm system ((B)(6)) displayed a "coolant low" error message. The customer used another thermogard console for the therapy. No consequences or impacts on the patient.